Event description:
Pt in clinic to have bloods drawn and flush of port-a-cath. Rn access port with 196 huber needle, unable to aspirate blood, flush 2-3cc normal saline with small amount of resistance. Pt heard a "pop", felt a discomfort. Rn noted raised area about 3 cm above septum soft, nontender. Cxr confirmed kink in catheter but intact, contrast interventional study done confirmed leak in catheter at kink site. Port was removed, no negative outcome. Catheter is cracked about 6cm above septum.